Event description:
The customer reported that the stenoscop system would not capture the last image taken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call.